Event description:
Report received of a nondelivery during user facility testing. The device was being used for a 24-hour "non-pt involvement infusion test". The device was programmed in the continuous mode of therapy to infuse a bms (bristol myers squibb) diluent with fluid characteristics representative of taxol (paclitaxel) solution. Program settings include a container size of 250ml, a concentration of 0.3mg/ml, and a rate of 10.4ml/hour. The customer reported that there were no difficulties encountered in priming the tubing and filter set, and the infusion was started. After an unspecified length of time, the pharmacist noted that "the pump set cartridge mechanism moves, but it appears to not have advanced any fluid through the tubing." At this time, it was noted that "the pump display indicated an appropriate amount of fluid delivered". The infusion was allowed to continue to its expected time of completion. By 3:00pm, the container was found full with 250ml of solution still remaining, instead of being empty as expected. There was no pt involvement. Though requested, no add'l info was received.